Event description:
The staff were preparing for a case and opening the equipment that they would need. When they opened the hydratome, the staff noted that the distal end was bent. The md confirmed this and the device was removed from the field. A new device was obtained and ultimately used for the procedure. No patient was involved in this event. The staff do not know how this happened. We are returning the device to the manufacturer for investigation and analysis.